Manufacturer narrative:
The customer technical support (cts) provided troubleshooting assistance. The customer replaced both reagent syringes. No further g flag errors were observed after syringes replacement. The customer was satisfied with the guidance and solutions provided and required no further assistance. Section a2, a3, a4 and a5: information was not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported continued g result flag errors on their au 480 clinical chemistry analyzer (pn: b96692, sn: (B)(6) and low results during fentanyl tests, which were not resolved through dilutions or routine maintenance. There was no adverse event, no harm, injury, exposure, death, or confirmed change/delay associated with this event. The customer did not provide patient data, and / or patient demographics.